Event description:
It was reported that in 2002, the pt was aware only of a hissing noise, and could no longer understand speech. Six days later, telemetry measurements were carried out in the clinic and had a reading of 'poor coupling'.